Manufacturer narrative:
Date of event was estimated based on aware date as the event date was not provided.

Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination of the mildly tortuous and moderately calcified target lesion. During an attempt to remove the device over the guidewire, the wire got stuck in the catheter. The guide catheter, guidewire, and opticross were all removed together. There were no patient complications.